Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when passing the sutures. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On 4/28/2022, it was reported by a sales representative via email that an ar-3680 fibertak pulled out of implantation site while shuttling the first whipstitch tail. Surgeon was able to remove the anchor, reset it, and reinsert it into the patient, which pulled out again. A second kit was opened, from the same lot number, and the same thing happened, the anchor pulled out while shuttling the first whipstitch tail. Surgeon was able to complete the case using 7x10 biocomposite tenodesis screws. Additional information received on 4/28/2022: this was discovered during a sub pectoral bicep tenodesis procedure.